Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.

Manufacturer narrative:
The device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was confirmed to be in fallback mode with vvi pacing and single zone shock therapy available. Review of device memory revealed the device underwent numerous resets. The last reset was the result of two errors which were corrected by the device. However, the device reverted to a safety fallback mode. Attempts to reproduce the errors in the lab were unsuccessful and detailed analysis did not reveal any anomalies. The root cause analysis was unable to determine the cause of the device reset that resulted in fallback mode.

Event description:
Boston scientific received information that at a normal device check, this implantable cardioverter defibrillator (ICD) was found to be in a permanent single chamber tachy zone. The device was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
--